Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there was an issue with deformed stopper. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd luer-lok syringe bulk sterile pharmacy convenience tray there was an issue with deformed stopper. There was no report of injury or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. A single assembled 5ml syringe was depicted in the photo. A jammed stopper in the bottom out position was observed inside the syringe. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.